Manufacturer narrative:
Product returned but not yet evaluated.

Event description:
It has been reported that the provisional fractured during the trialing process of a knee arthroplasty procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: the complaint is considered confirmed as the returned tasp was fractured. Both devices were returned for evaluation. Visual inspection of both devices found that the central post had completely fractured off from the main body of the device. Additionally, both devices exhibit nicks and gouges along the inferior surface.review of the complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Based upon the state of the devices and their relative field age, a definitive root cause cannot be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.